Manufacturer narrative:
Insulin pump was received with critical pump error (open book) due to moisture damage at electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 147 mg/dl at the time of the incident. It also stated that customer did not received any insulin pump error displayed before critical pump error image on screen. The insulin pump will be returned for analysis.